Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-06628. It was reported that vessel dissection occurred. In (B)(6) 2016, clinical status assessment identified the patient's qualifying condition a rutherford category 2. Three days later, the index procedure was performed. The target lesion was located in the right leg mid superficial femoral artery (sfa) with 100% stenosis an was 80 mm long with a proximal reference vessel diameter of 6.00 mm and distal vessel diameter of 6.00 mm and was classified as tasc ii c lesion. After attempting to cross the target lesion with a standard catheter and two guide wires (v-18 control 018 300 cm and platinum plus 014 300 cm), a dissection was observed in the target vessel. Subsequently, the target lesion was treated with pre-dilatation and placement of a 7.0 x 150 mm study stent. Following post-dilatation, residual stenosis was 20%.